Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the driveline disconnect event was determined to be the patient unplugging to change their controllers. The driveline was disconnected at the controller connector. It was confirmed that there was no product exchange necessary as no defect was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review on a patient suspected to have double power cable disconnected. The patient was connected to wall power that was potentially not plugged in, but the healthcare professional was not certain. Log files captured power cable disconnects and no external power events prior to a driveline disconnect on (B)(6) 2024 at 0:00:16.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm and equipment exchange was confirmed via log file analysis. Data on the reported event date of 04jul2024 was reviewed. The controller event log file revealed a power cable disconnect alarm became active on (B)(6) 2024 at 23:58:30 when the white power cable was disconnected from the 14v battery/battery clip. At 23:58:38, the black power cable was disconnected from the 14v battery/battery clip and activated the no external power alarm. The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. The power cables were not connected to power thereafter. The driveline was physically disconnected on (B)(6) 2025 at 0:00:16 and associated hazard alarm became active (driveline disconnect, low flow, lvad off). The driveline remained disconnected thereafter and appears related to the reported system controller exchange. A root cause that led to the equipment exchange could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use document under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The driveline disconnect was due to the patient unplugging them self to change system controllers, and it was noted by healthcare providers that no product was defective.